Event description:
This patient suffered a serious injury leading to his death post implantation of a cypher stent. This info was provided in a legal file; no details were available. A specific cause of death was not provided; it is assumed that he experienced stent thrombosis.

Manufacturer narrative:
No product was returned for evaluation. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and death are potential adverse events associated with coronary artery stenting. After review of the very limited info available, it is not possible to determine if a relationship exists between the cypher stent and the patient's death or identify any factors that may have contributed to the events.